Manufacturer narrative:
(B)(6).

Event description:
It was reported the spider 2 battery charger was charging and suddenly presented smoke and was burned. A back up device was available. No patient injury or complications were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection and analysis of the picture provided by the customer was performed on the product and a melted hole was observed on the outer casing of the unit. A functional evaluation revealed the unit would not power on. Further investigation revealed several burned and melted components on the unit¿s circuit board. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors which could have contributed to the event include a failed fuse. The fuse is intended to protect the charging circuitry from current overload, as may be caused by a power surge. A current overload could result in the observed melted components on the circuit board.